Event description:
It was reported to philips that the system's wireless footswitch was not working, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the planned/non-emergency treatment. The procedure was completed by using wired footswitch. It was reported to philips that wireless footswitch was not working. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that wi-fi indicator was in red and wireless footswitch did not work after reboot was performed. To resolve the issue, the fse replaced the wireless footswitch. The defective part was returned for analysis, for wireless footswitch malfunction was confirmed and the failure were found to be missing anti slip rubbers, screws in backplate and non-functional leds. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. An update has been made to the instructions for use (IFU) regarding the charging and handling of the wireless footswitch. This includes the requirement to have the wired footswitch always connected as a backup. Therefore, due to the availability of an alternative footswitch, in the event of a wireless footswitch failure, the procedure can be completed with minimal or no delay. Due to this, the malfunction of a wireless footswitch would not be likely to lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.